Manufacturer narrative:
Product event summary: the controller was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection under 10x magnification revealed hairline cracks surrounding both controller power ports. An internal visual inspection did not reveal fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigation conducted, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Functional testing revealed that the no power alarm did not activate when both power sources were disconnected from the controller. Internal inspection revealed that the internal battery was swollen and had signs of leakage. Review of the alarm log files revealed a controller fault alarm on (B)(6) 2019 at 17:43:30 due to a faulty internal battery. Log file analysis also revealed that the internal battery voltage was below the nominal values. As a result, the reported controller fault alarm was confirmed. Review of the event log files revealed a controller power-up event on (B)(6) 2019 at 03:06:24. The data point prior to the loss of power revealed that a battery was connected to power port one with 25% relative state of charge (rsoc) and another battery was connected to power port two with 80% rsoc. No anomalies were observed leading up to the loss of power. The data point recorded after the loss of power revealed that the first battery was connected to power port one and the second battery was connected to power port two. The controller was without power for 12 seconds. As a result, the reported loss of power was confirmed. The most likely root cause of the reported controller fault alarm and the no power alarm not activating during testing can be attributed to a leaky internal nimh battery. A possible root cause of the reported loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power source(s). An internal investigation was initiated to capture events involving the controller losing power. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unexpected loss of power. It was also noted that there was a controller fault alarm. The controller was exchanged. No patient complications have been reported as a result of this event.